Event description:
We are notifying you that we have received one complaint, (B)(4) from our customer regarding your product. Spike port adaptor leakage; spike loose. Material-412166. Batch-ubr522. No sample. (B)(4). Customer (B)(4), (B)(6) outpatient pharmacy. When did the failure occur: during therapy. Reason of complaint: IV spike, (B)(4), came out when assessing secure connection on abraxane, med spilled on pump and floor. Cleaned spill and notified pharmacy that a new bag was needed. Noted. Based on dispense preparation images, appears that onguard2 bag adaptor was fully pushed into bag port though angles make it difficult to confirm with certainty. Response expected by: customer; complaint receiver. Attached information: others. Products related to complaint. Manufacturer of disposable: simplivia. Article / batch: 412166/ubr522. Manufacturer of drug: american regent, inc. Ndc 0517-4300-01. Article / batch: albumin bound paclitaxel150mg, exp 07/27/lot 90038f0021. Others: ICU medical. Article / batch: 100ml empty bag/list no. 7951-23. Patient injury-no. Attached information- (B)(4) registration form customer complaint picture, no sample.